Event description:
It was reported that during preparation for procedure, the console had low energy. The procedure was completed using another console. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The console was inspected, it was found that all device functions were operating normally, and the laser energy measurement was normal. Laser testing at full power was normal. Based on all information available, the console was working as intended and the reported low power allegation could not be confirmed.

Event description:
It was reported that during preparation for procedure, the console had low energy. The procedure was completed using another console. There were no patient complications reported.